Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, the prostyle device was stuck and could not be removed after deployment. It was noted that the anterior foot of the device was slightly protruding from the distal guide despite the lever being fully down. A nick and spread was performed and the device was able to be removed from the patient. The suture of the prostyle was harvested (clamped) and set to the side. The sutures of another prostyle device were also successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations of the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.